Event description:
The customer reported being unable to rewind the insulin pump, and receiving no response from the act button of the insulin pump. There was no significant event reported as leading up to the keypad anomaly. The customer was able to clear the alarms and continue pump therapy. It was found during troubleshooting with the helpline that once multiple alarms were cleared, the insulin pump was able to rewind. The customer's reported blood glucose value was 157 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.